Event description:
Pump turned itself off. Had drips running through and noticed it turned off and the patient's pressure was dropping. Switched to another pump and tried to turn it on. Pump failed to work.